Event description:
It was reported the patient received the following results within 15 minutes: several results in the "200's mg/dl" (system 1) and 42 mg/dl (system 2). The same test strip lot number was used for both meters and results. The patient was able to self-treat for the symptoms he was experiencing.